Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding phenomenon 1: we judge that this occurred as a result of the equipment being replaced due to the occurrence of phenomenon 2. Regarding phenomenon 2: we presume that the error sound sounded and the air supply operation stopped and the led on the front panel turned off when the abnormal operation of the pressure sensor on the main board was detected. The root cause could not be identified. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit's front panel went out when the first trocar was inserted and activated. The issue occurred during a therapeutic laparoscopic hepatectomy. The procedure was completed with a similar device with no report of any significant delay. The was no report of patient harm.